Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the event happened on (B)(6) 2022. Dr was inserting an acetabular shell into the patient, and when he went to unscrew the insertion handle, the threaded tip unscrewed and stayed in the shell. I went and got a vice grip plier and the threaded piece was removed intact. Nothing was left in the patient, and the handle is so old, we do not have the lot, serial or batch numbers for this instrument. There was a 15 minute surgical delay.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the event happened on (B)(6) 2022. Dr was inserting an acetabular shell into the patient, and when he went to unscrew the insertion handle, the threaded tip unscrewed and stayed in the shell. I went and got a vice grip plier and the threaded piece was removed intact. Nothing was left in the patient, and the handle is so old, we do not have the lot, serial or batch numbers for this instrument. There was a 15 minute surgical delay.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned for examination. After review of the photographic evidence, allegation was confirmed, it can be observed the threaded tip broken off from the rest of the part. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.